Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) called technical services due to a shock received. Review of device data indicated the device delivered the shock inappropriately due to t-wave oversensing. It was noted t-wave oversensing was observed in the presenting electrocardiogram as well as in a smart pass episode. Additionally, multiple pauses, including four seconds of lack of cardiac activity, were noted. Of note, this patient is also implanted with a non-boston scientific pacemaker. Technical services recommended in-clinic troubleshooting of both the s-ICD and pacemaker. At this time, both systems remain in service, and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) called technical services due to a shock received. Review of device data indicated the device delivered the shock inappropriately due to t-wave oversensing. It was noted t-wave oversensing was observed in the presenting electrocardiogram as well as in a smart pass episode. Additionally, multiple pauses, including four seconds of lack of cardiac activity, were noted. Of note, this patient is also implanted with a non-boston scientific pacemaker. Technical services recommended in-clinic troubleshooting of both the s-ICD and pacemaker. At this time, both systems remain in service, and no adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.